Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The root cause was determined to be the software not supporting a scenario when utilizing the suctioning tool and at the same time the sensor fail mode is triggered. In consequence the software was updated accordingly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The customer is concerned that the c6 may have gone into safety mode as a result of suctioning while using the suction tool. Please check the log file. At the same time, I have the following request. 1.please send me the captured images of the safety mode and ambient mode screens of the c6 so that I can create a document to explain to the customer. 2. Suctioning while using the suction tool is not allowed on the c3. Is this the same for c1 family, g5 and c6?.